Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 16 mg/dl. The customer's mother was unable to troubleshoot at the time of the phone call. Nothing further was reported.